Manufacturer narrative:
No product was returned by the customer. As a result, a product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that a line out of the middle and alarm check syringe plunger sensor was experienced. The patient was not injured. (B)(4) will perform testing. (B)(4) does not have access to patient information and the report did not specify if the incident occurred while in use on a patient.